Event description:
Report received of an over-delivery. The pump was reportedly programmed to deliver an unspecified solution at a rate of 8ml/hr. It was reported that the patient received 200ml in 5 hours. During the investigation of this complaint, the clinical manager of the unit and the alleged nurse involved with the over-delivery were contacted. The clinical manager had no record of the over-delivery. The nurse allegedly involved with the event did not have any recall of the event. Though requested, no further information was available.